Manufacturer narrative:
G5:510(k)#: k102985 . B4:(B)(6) 2021 . The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the front bezel to address the issue. The unit was checked overall, run-in tested, cleaned, functionally tested and no abnormality was confirmed. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's navigation ring was not working. There was no patient involvement.

Manufacturer narrative:
The front bezel assembly was returned for analysis. Visual inspection revealed no evidence of damage. An investigation was performed, and the product analysis technician reported that no fault was found.